Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that he system would not start up (no boot). This resulted ina total loss of imaging functionality. There is no report of injury or death associated with this event.